Event description:
It was reported the circulated items were inspected and the sterile package was damaged. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Report source: japan. Concomitant medical products: 51-103120 tprlc 133 t1 pps so 12x144mm 6567511. 51-103170 tprlc 133 t1 pps so 17x154mm 6127225. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00254. 0001825034-2023-00255. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual evaluation of the returned product identified damage to the sterile packaging (blister). Sterility has not been compromised. Reported event has been confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.